Event description:
Boston scientific crm received information that noise with pacing inhibition was observed on the ventricular channel. The physician expressed concern over a fracture on the right ventricular (rv) lead and a possible device header issue. It was also noted that the rv lead had a history of noise. The rv lead was surgically abandoned and the device explanted. A new lead and device were successfully implanted. The patient is not pacemaker dependent and no adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. Analysis also revealed that no noise was noted on the electrograms while the device's header was manipulated. This device performed normally throughout analysis, operating as designed.